Manufacturer narrative:
Attempts to obtain additional information on the source of the potential emi were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded an alert for out of range shock impedances. Boston scientific technical services (ts) reviewed data from the remote monitoring system and determined that a shock impedance of zero had been recorded. Ts discussed that a measurement of zero is often associated with exposure to external electromagnetic interference (emi) and provided troubleshooting recommendations. This rv lead remains in service. No adverse patient effects were reported.